Event description:
Attempted to use thermacare unit, worked initially then indicated "error" prior to actual start of procedure. It was reported the system displays connect catheter intermittently even when the catheter is connected. The message appears and then transitions to prime and the staff can make it to insert catheter and the controller reverts to connect catheter.